Event description:
A false positive advia centaur cp troponin ultra result was obtained on a patient sample. The patient was admitted to coronary care at a different facility and tested for troponin on their advia centaur. The result was normal. The result was reported to the customer site. The original sample was rerun and the result was normal. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant advia centaur cp troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.